Event description:
The physician has responded that this not a new seizure type for patient. Patient is scheduled for frequent office visits and monitoring. The cause of the increase in seizures is due to vns stimulation however, the physician has noted that there has been no increase in seizures. Patient is scheduled for frequent office visits and parameter changes. Settings and diagnostics were provided. Change in seizure pattern new seizure type has been updated to an invalid report per the physician. The increased seizures was assessed to be due to vns stimulation. As the physician did not mark "there has been no increase in seizures" the increased seizures will be concluded due to vns stimulation. In response to the question regarding the seizure level rise relative to prevns levels to physician answered 'n/a (no increase in seizures)'. This answer will be interpreted as seizure level below prevns baseline levels based on physician's response to the cause of the increase and remain a valid report. No other relevant information has been received to date.

Manufacturer narrative:
Initial MDR inadvertently omitted information known prior to submission.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced an increase in seizures and change in seizure pattern where patient is holding their breath and gasping for air. Information was later received that patient was seen by managing physician and device was interrogated and programmed. No other relevant information has been received to date.